Manufacturer narrative:
A good faith effort (gfe) confirmed that the reported allegation of the display not turning on never occurred on the reported heartstart mrx monitor/defib, device sn: (B)(6). The gfe further clarified that this case was reported in error and should have been on sn:(B)(6) (efficia cm100) on salesforce case (B)(4), which already has a case philips refernce (pr) (B)(4). Therefore, since this reported allegation did not occur on this reported device, the parent record will be closed as a non-complaint. No further action is required at this time. H3 other text : gfe clarified that this case was reported in error under the wrong serial number.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the display does not turn on. There was no reported patient involvement.